Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified volume of tpn. After an unspecified length of time in use. The nurse returned to the patient's room and noted that the tubing had separated from the filter inlet. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.